Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a tumor embolization of the middle dural artery procedure, when an attempt was made to remove the subject guidewire from the target vessel, the distal tip of the subject guidewire broke off and was left in the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked/bent at 120cm from the proximal end. The guidewire was returned broken/fractured with core wire exposed at 208cm from the proximal end. The distal tip was noted to be broken/fractured with core wire exposed at 215.2cm from the proximal end. The guidewire distal end was not returned. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 25cm from the proximal end. The surface of the hydrophilic coating was rough. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 10cm from the distal end. Hydrophilic coating was hydrated there were no anomalies noted. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared for use as per the directions for use. During analysis, the guidewire was noted to be kinked/bent at 120cm from the proximal end, the guidewire was broken/fractured at the distal tip with core wire exposed at 208cm from the proximal end and was noted to be broken/fractured with core wire exposed at 215.2cm from the proximal end. The distal tip fragment was not returned. The core wire was exposed at the fracture point which indicates the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. The guidewire ptfe coating was noted to be peeling in multiple areas to 25cm from the proximal end, the peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The surface of the hydrophilic coating was rough. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 10cmcm from the distal end. The bubbles found on the distal end of the device were analyzed by r&d. Based on the results of scanning electron microscopy (sem) and energy dispersive x-ray (edx) testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but most likely occurred during manipulation of the device while in the patient¿s anatomy. An assignable cause of procedural factors will be assigned to the reported and analysed defects 'guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments' as well as the analysed defect 'guidewire hydrophilic coating surface rough' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the analysed defect 'guidewire kinked/bent and 'guidewire ptfe coating peeling¿ as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during a tumor embolization of the middle dural artery procedure, when an attempt was made to remove the subject guidewire from the target vessel, the distal tip of the subject guidewire broke off and was left in the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.